Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative began the evaluation and diagnosis process with the customer. However, no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.